Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room following a syncopal event and chest tightness. A review of the device data did not identify any episodes except for right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) events from that morning. The presenting data shows as/vs and ap/vs rhythm at or near the lower rate limit (lrl) of 60ppm. No adverse patient effects were reported.